Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, and uterine prolapse. It was reported that following insertion the patient experienced extrusion, dyspareunia, chronic infections, vaginal discharge, vaginal scarring, painful urgency and bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2010, along with reclosure of vaginal epithelium overlying mesh erosion. It was reported that the patient underwent mesh revision on (B)(6) 2011 and in (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/29/2016. It was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced mixed urinary incontinence, atrophic vaginitis, dribbling and urinary frequency. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.